Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relative to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include improper bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon was attempting to implant a 5.5mm bio-composite corkscrew, when the corkscrew broke in half while being sutured in. The top half of the anchor was fully removed but the bottom half was left inside of the patient. The surgeon pulled the sutures out and another 5.5mm bio-composite corkscrew was opened and placed adjacent to the broken anchor. The retrieved anchor was discarded before the rep could grab it. Patient is a (B)(6) male.